Manufacturer narrative:
Correction : describe event or problem, imdrf annex e and f codes.

Event description:
It was reported that following interoperability go live clinicians have reported increase in occlusion alarms when programming a flush. Bd on-site representative observed a clinician program and administer a flush and no occlusion alarm was noted. The device had multiple occlusion alarm when programming a flush through interoperability for a syringe module. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that following interoperability go live clinicians have reported increase in occlusion alarms when programming a flush. Bd on-site representative observed a clinician program and administer a flush and no occlusion alarm was noted. The device had multiple occlusion alarm when programming a flush through interoperability for a syringe module. There patient involvement however patient harm is unknown.